Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was no external damage noted. Force sensor test error found in pump event history log. During functional testing the reported issue was verified during the startup process. The force was out of specification, with no pressure applied. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Recalibrated the force sensor.

Event description:
It was reported that the pump exhibited a system failure alarm and force sensor test failure message. No patient injury was reported.